Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the proximal left anterior descending (lad) artery with one 2.5 x 12 xience v stent and stenting in the mid right coronary artery with one 3.0 x 12 xience v stent. At the patient's twelve month follow up, he reported chest pain with exertion starting in (B)(6) 2010. On (B)(6) 2010, the patient was found to have a positive nuclear stress test showing functional ischemia. The patient underwent percutaneous coronary revascularization on (B)(6) 2010, for the target lesion in-stent restenosis in the proximal lad. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. The reported angina, re-stenosis and ischemia are listed in the xience v instructions for use as a known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.